Event description:
The customer reported noticing 40 ml of blood which had leaked onto the counter during shutdown involving the coulter lh 750 hematology analyzer. The customer cleaned the leak, ran qc (quality control) without errors, and ran a patient sample with a vsl (vent line sensor) air error during which the customer noticed another leak of blood. The customer was wearing personal protective equipment consisting of gloves, gown, and goggles at the time of the leak and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed a cut in the vent line tubing at the needle cartridge causing the leak and generation of the vls (vent line sensor) air errors due to the inability to vent with a hole in the tubing. The fse replaced the tubing at the needle cartridge to resolve the leak and also replaced the bd3 (blood detector 3) due to generation of vls air errors after tubing replacement. The repairs were verified per established procedures and results met published specifications. Failure mode is attributed to a cut in the vent line tubing at the needle cartridge and faulty bd3. (B)(4).